Manufacturer narrative:
(H3) as reported, approximately six years post rtka, 74 y/o male patient visited the surgeon for a reason not reported. Upon review, there is no allegation against the device as the reason for revision was not reported. The most likely cause of the reported event is patient conditions.

Manufacturer narrative:
Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
As reported, approximately six years post ltka, (B)(6) y/o male patient visited the surgeon for a reason not reported.